Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues were confirmed as the identified pinhole leak could affect the functionality of the device. Although product analysis did not confirm the reported allegation of recurring incontinence, the identified anomaly could have lead to it. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The cuff component was visually and microscopically examined. A pinhole leak consistent with material fatigue was found in the cuff shell. The pump component was visually and microscopically inspected. Material wear was identified on the kink resistant tubing (krt); however, no leaks were identified in the component. The balloon was visually and microscopically examined. Folds were seen in the balloon shell, and the material seemed to be stretched. This behavior likely occurred due to the age of the balloon. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) as the cuff was no longer fully coaptating. The physician did not believe there was a specific device malfunction but "it was time" to implant a new device that worked properly . A replacement surgery was performed in which all the components were removed and replaced. The patient was expected to fully recover following the intervention.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) as the cuff was no longer fully coaptating. The physician did not believe there was a specific device malfunction but "it was time" to implant a new device that worked properly . A replacement surgery was performed in which all the components were removed and replaced. The patient was expected to fully recover following the intervention.